Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial cycle of their automate peritoneal dialysis therapy. Reportedly, the home pt started the initial drain cycle prior to connecting their transfer set to the pt line of the homechoice set. After noting this, the home pt connected themselves to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up new supplies. No pt injuty or medical intervention was associated with this incident per the home pt.